Manufacturer narrative:
External insulation abrasions were noted at 49.4-50.3cm, 55.2-56.0cm, and 55.2-55.5cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead had multiple events of noise. Externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the electrograms and was suspected to be lead damage. Noise was not reproducible with provocative testing. The patient decided not to do any operation at the moment and will arrange a new appointment.